Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an esophagectomy/gastric tube procedure, they used device for reconstruction of gastric tube. Five fi rings were successful. For the aygous vein resection, they connected the reload to adapter. The surgeon pushed the blue button and clamped the tissue. For the adjustment, the surgeon pushed the silver button and tried to open the jaws, however the device did not react. Then the surgeon opened the jaws with the manual adapter tool. Replaced by a manual handle and a new cartridge, the procedure was completed with no problem. The status of the patient is no problem.